Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Product ID #: mc1vr01-delsys: product event summary: the analyst noted the full delivery system was returned with the device intact in the device cup. Analysis was performed and no anomalies were found. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. The delivery system inner shaft was mechanically kinked/bent at 2 cm from the distal end of the device cup. Visual analysis of the delivery system indicated damage during use. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: 28-feb-2021 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: yes, return date: 04-feb-2020, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Mfg date: 16-sep-2019. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pericardial effusion and contrast staining during the implant procedure of a leadless implantable pulse generator (ipg). The implant procedure was aborted and the patient subsequently received a transvenous ipg system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.